Event description:
Sales representative reported that the suture broke on two devices during a rotator cuff repair of the right shoulder. The first knot slid down and broke while putting half hitches. The second broke upon sliding the not knot down. The first suture borke while tying half hitches, so fixation was achieved. The second suture broke while pushing the sliding knot down. Fixation was not achieved and the suture removed. Back-up devices were available. The surgeon did not experience any delay to the surgery as a result. No patient injury or procedural complications were experienced.